Event description:
During use in cardiopulmonary bypass procedure, the roller pump intermittently displayed overspeed error messages. There were no adverse consequences to the patient as a result of this event.